Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type programmer, patient . Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# l70151, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that the patient had burning sensation at the implantable neurostimulator (ins) pocket site and lead extension connection location which radiated along the left side of their torso toward the back and up to the neck area. The burning sensation occurred whether the ins was on or off, however it was noted that when the device was off the burning lingered for a while then got better. Diagnostics and troubleshooting performed included impedance testing and reprogramming. Impedance testing showed that all were within normal limits. The reprogramming was also noted as an action required for the event. Specifically, the patient was reprogrammed so they could have a group b, one channel in a different spot on the lead. The patient stated that they did not feel any burning while being reprogrammed. The patient was encouraged to call the manufacturer's representative if they had any further burning episodes occur. The cause of the issue was not determined. The patient status at the time of the report was noted as "alive no injury". Relevant medical history included complex regional pain syndrome type 2 and spinal pain.